Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be implanted due to fibrotic tissue. When the physician removed the lead from the patient's body to inspect the lead's helix mechanism before reimplantation, it was noted that the helix of the rv lead failed to extend. The rv lead was not used and replaced. The patient was stable throughout the procedure.